Manufacturer narrative:
Esc button did not respond due to flattened button dome switch. No unlock on lcd keypad connector noted. No scrolling numbers display anomaly noted. No frozen screen noted. Unable to verify failed battery test alarm due to unresponsive button. Insulin pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the numbers on the insulin pump's screen scrolled all the way to 300 and continued to do so for 10 minutes when she was delivering a bolus. After removing and reinserting the battery, the insulin pump alarmed failed battery test and the keypad was frozen. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.